Manufacturer narrative:
(B)(4). The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The reported inability to interrogate was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that the device was unable to be interrogated. Premature depletion was observed. The device was explanted. The patient was in good condition.